Manufacturer narrative:
B5: information added. H6 patient code updated from movement disorder to insufficient information.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed under conscious sedation/monitored anesthesia care (mac) and using intracardiac echocardiogram (ice) imaging. Venous access was obtained, and a watchman trusteer access system (was) was inserted along with a non-boston scientific (bsc) transseptal (tsp) access system. Tsp was performed and the was and dilator was flossed across the septum, then the ice catheter was inserted in the left atrium (la). The was was then advanced to the la. When the physician went to take the non-bsc tsp system out, there was no blood return and this possibly introduced air into the system. The physician aspirated to attempt to remove the possible air, and flushed the was and inserted a pigtail catheter. All of the above steps were performed with ice imaging guidance only. The pigtail catheter was advanced in the laa and a contrast shot was performed. No air was seen in the was under fluoroscopy, but air was visualized in the left ventricle and ascending aorta and seen when the contrast was injected. The procedure was aborted. St segment elevation was observed for a few minutes, yet it self resolved without requiring intervention. The patient was sent to the recovery area. A couple hours later, the physician noted the patient was unable to protect their airway and required intubation and was exhibiting signs of postering. A computed tomography (CT) scan was performed. The patient remains hospitalized. In the physicians opinion, the air entry may have occurred when the non-bsc tsp system and pigtail catheter were being exchanged while in the was. It was further reported the patient suffered an anoxic brain injury and it made the family decide to withdraw care. The patient died three (3) days post index procedure. It was further reported the neurologists that saw the patient after the index procedure, reported "severe, neurological irreversible injury".

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed under conscious sedation/monitored anesthesia care (mac) and using intracardiac echocardiogram (ice) imaging. Venous access was obtained, and a watchman trusteer access system (was) was inserted along with a non-boston scientific (bsc) transseptal (tsp) access system. Tsp was performed and the was and dilator was flossed across the septum, then the ice catheter was inserted in the left atrium (la). The was was then advanced to the la. When the physician went to take the non-bsc tsp system out, there was no blood return and this possibly introduced air into the system. The physician aspirated to attempt to remove the possible air, and flushed the was and inserted a pigtail catheter. All of the above steps were performed with ice imaging guidance only. The pigtail catheter was advanced in the laa and a contrast shot was performed. No air was seen in the was under fluoroscopy, but air was visualized in the left ventricle and ascending aorta and seen when the contrast was injected. The procedure was aborted. St segment elevation was observed for a few minutes, yet it self resolved without requiring intervention. The patient was sent to the recovery area. A couple hours later, the physician noted the patient was unable to protect their airway and required intubation and was exhibiting signs of postering. A computed tomography (CT) scan was performed. The patient remains hospitalized. In the physicians opinion, the air entry may have occurred when the non-bsc tsp system and pigtail catheter were being exchanged while in the was.

Manufacturer narrative:
B2: date of death added. B5: information added. H1 updated from serious injury to death. H6 patient code added: brain injury. H6 impact code added: death.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed under conscious sedation/monitored anesthesia care (mac) and using intracardiac echocardiogram (ice) imaging. Venous access was obtained, and a watchman trusteer access system (was) was inserted along with a non-boston scientific (bsc) transseptal (tsp) access system. Tsp was performed and the was and dilator was flossed across the septum, then the ice catheter was inserted in the left atrium (la). The was was then advanced to the la. When the physician went to take the non-bsc tsp system out, there was no blood return and this possibly introduced air into the system. The physician aspirated to attempt to remove the possible air, and flushed the was and inserted a pigtail catheter. All of the above steps were performed with ice imaging guidance only. The pigtail catheter was advanced in the laa and a contrast shot was performed. No air was seen in the was under fluoroscopy, but air was visualized in the left ventricle and ascending aorta and seen when the contrast was injected. The procedure was aborted. St segment elevation was observed for a few minutes, yet it self resolved without requiring intervention. The patient was sent to the recovery area. A couple hours later, the physician noted the patient was unable to protect their airway and required intubation and was exhibiting signs of postering. A computed tomography (CT) scan was performed. The patient remains hospitalized. In the physicians opinion, the air entry may have occurred when the non-bsc tsp system and pigtail catheter were being exchanged while in the was. It was further reported the patient suffered an anoxic brain injury and it made the family decide to withdraw care. The patient died three (3) days post index procedure.